Event description:
It was reported that the patient's chronic right atrial (ra) lead was found to be fractured. A lead revision was performed where this lead was explanted. It was noted the patient was in persistent atrial fibrillation (af) so no new ra lead was implanted. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient's chronic right atrial (ra) lead was found to be fractured. A lead revision was performed where this lead was explanted. It was noted the patient was in persistent atrial fibrillation (af) so no new ra lead was implanted. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis. It was later reported that the explanted lead was severely damaged during the extraction procedure and was not available to be returned for analysis.